Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/02/2020. Additional h3 investigation summary: three sealed samples (36 ea) and one opened box with thirty-six unopened samples of product code ep8755, lot mdh240 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, fraying or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch mdh240-ep8755h and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the needle was broken from suture". Was the needle detached (pull off) from the suture or needle broke in two pieces? Please clarify. How many needles ¿were broken from the suture¿ during use in this single procedure? What it meant by ¿glided like a split ends hair¿. Was the suture fraying? Please clarify. How many sutures¿ glided like a split ends hair¿ in this single procedure? Product code ep8732h reported in this complaint with lot number mdh240 which belongs to different product code ep8755h. Please confirm which product code was with issues - ep8732h or ep8755h (lot mdh240)? What was used to complete the procedure? Were there any patient consequences due to the 15 minute delay in surgery? Procedure date? Device return status/follow up? Events were submitted via 2210968-2020-07808, 2210968-2020-07809, 2210968-2020-07810, 2210968-2020-07812, 2210968-2020-07813, 2210968-2020-07819, 2210968-2020-07821, 2210968-2020-07823 and 2210968-2020-07826.

Event description:
It was reported that the patient underwent a CABG procedure on (B)(6) 2020 and the suture was used for anastomosis. During the procedure, the needle was broken from the suture and some suture was glided like a split ends hair. There was a delay of 15 minutes but the procedure completed successfully.